Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No cosmetic damage noted. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She stated that she took too long to take care of the issue and experienced high blood glucose over 500 mg/dl. The insulin pump was replaced and returned for analysis.